Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded, therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30719513 number, and no non-conformances related to the malfunction were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by the field, during a pre-sg coil embolization at the internal iliac artery, a 6mm x 25cm deltafill18 coil (dlf180625, 30719513) was implanted to the target lesion and energized. The energizing lamp was not light up and the coil was not able to be detached. Energization check was not performed before insertion of the coil. The enpower detachment control box (dcb2000500) and the enpower control cable (ecb00018200, 30727816) were replaced, but the coil was still not detached. The complaint coil was removed and replaced with another one. The procedure was completed. A continuous flush was not done. There was no patient injury reported

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during a pre-sg coil embolization at the internal iliac artery, a 6mm x 25cm deltafill18 coil (dlf180625, 30719513) was implanted to the target lesion and energized. The energizing lamp was not light up and the coil was not able to be detached. Energization check was not performed before insertion of the coil. The enpower detachment control box (dcb2000500) and the enpower control cable (ecb00018200, 30727816) were replaced, but the coil was still not detached. The complaint coil was removed and replaced with another one. The procedure was completed. A continuous flush was not done. There was no patient injury reported. Additional information received indicated that the neither the dcb or the cable were used with the coil. There was no report of the coil being stretched or damaged when removed. There was no repot of the procedure being delay due to the event. The device was discarded; therefore, no further investigation can be performed. A manufacturing record evaluation was performed for the finished device 30719513 number, and no non-conformances related to the malfunction were identified. Failure to detach is a known potential issue associated with the use of this device. The instructions for use (IFU) contains several precautions related to this issue and includes instructions for troubleshooting the situation should it be encountered during use. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the manufacturing record evaluation, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.